Event description:
It has been reported that the foot section comes up too fast and allegedly hurts pt's legs. As a result it is reported that caregivers may be bending over to guide the foot section up and may be causing their back to hurt.